Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The heartmate ii IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient expired on (B)(6) 2014 due to respiratory distress. All available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.